Event description:
No additional information.

Manufacturer narrative:
One mz1000-br sample was received in opened packaging from lot 23075383 for investigation; some residual fluid was present in the maxzero. The customer reported that they were unable to pass fluid through the connector during attempts to prime. The returned sample was subjected to functional testing by attempting to flush using a 50ml bd plastipak syringe; occlusion occurred despite several attempts of flushing and connecting and disconnecting. However, the maxzero was able to be flushed when the component was connected to a three-way stopcock from bd stock. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component by CT scanning, which determined that some of the dimensions of the piston were marginally out of specification. The out of specification dimensions may have affected the way in which the piston of the maxzero folded, which could have resulted in certain designs of male luer being blocked by the piston during attempted access. A review of the production records for lot 23075383 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to further investigate this issue and to minimise reports of this nature in future, the supplier of the piston component has been notified of this feedback. Furthermore the quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
Additional information: - was there any harm to patients/health professionals? A. No - when did this event occur, before, after or during the procedure? A. During the procedure. - confirm whether the fault was identified during priming or during infusion. If during infusion, for how long? A. During the infusion attempt. - confirm how long the product was in use when the problem was identified. A. Less than 5 minutes - was there an insufficient infusion? A. No infusion occurred.

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿when connected, the device did not allow the serum to pass through the catheter¿. The product in use at the time is reported to be a mz1000-br from lot 23075383. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23075383 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000-br products in the past 12 months.

Event description:
It was reported that bd maxzero needleless connector was occluded the following information was received by the initial reporter with the following verbatim: when connected, the device did not allow the serum to pass through the catheter.4

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.